Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the customer through the process, resulting in the successful start of their sensor session with no further errors appearing on the pump.